Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch jj2519.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2016 and suture was used. During the procedure, the tip of the needle was missing when passing the needle out from the incision. The surgeon pushed the dermis aside with forceps and took out the broken needle tip. The surgeon confirmed that the needle was totally removed visually, but there was a possibility that the needle tip remained in the patient's body. Additional information has been requested.